Event description:
It was reported that the fiber started forward firing during the procedure. The procedure was completed with another device. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
The following fields were updated. B5 incident description. H6 patient code.

Event description:
It was reported that the fiber started forward firing during the procedure. The procedure was completed with another device. There were no patient complications.